Manufacturer narrative:
The device was not returned for evaluation; as it was lost in transit. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. Investigation found that as part of the manufacturing process a 100% of the units go through a contamination shield assembly and inspection process. As part of the introducer packaging process a 100% of the units go through a visual inspection process. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Although the device was lost in transit, the customer provided a photo. One picture was reviewed. The picture showed a contamination shield with a catheter inserted. In the contamination shield the proximal connector rotating nut appeared missing from the provided picture. No other visible inconsistencies were noticed.

Manufacturer narrative:
Although it was initially indicated that the device would be returned, information was received that the device was lost in transit and no longer available for return. If at a later date the device is located a supplemental will for forthcoming.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that during preparation, before use in a patient of this introducer set, the contamination shield was separated from the cap at the tuohy-borst distal adapter. The introducer set and the swan-ganz catheter were exchanged for a new ones using a different insertion site. There was no allegation of patient injury. The device was available for evaluation.